Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient went to his primary care physician for an injection for pain at the implantable neurostimulator (ins) site, which was noted to have begun gradually about four months ago, approximately (B)(6) 2016. The patient said "it" was close to the skin and the nurse gave an injection and "it popped the battery pack" and it was even more painful now and the patient believed that he needed a new battery. It was noted that the injection was administered about 2-3 months ago, approximately (B)(6) 2016. When asked what circumstances led to the pain at the ins site, the patient stated that his "shocks" go up and down about 40-60 times a day and that he was pleased with "it," but he did not like "that experiment." The patient noted that he did not yet know what steps would be taken to resolve the pain at the ins site and he was trying to find another doctor. The patient then noted that if he could not find a doctor he was "taking it off."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.